Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr (lot f1212202) indicated that the mynx lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a (B)(6) male pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery, via a 5f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel size to be approximately 6 mm. Peri-procedure the pt was anticoagulated with 2,000 units of heparin. Following the procedure, the physician selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the physician deployed the device, and delivered the sealant to the artery. As the physician was pulling back the sheath to expose the sealant, the sheath came out of the tract (approximately 1 cm), then stopped and would not come back to the green handle. Also the device shuttle tube would not come back to the black handle. The physician held around the access site while the tech wiggled the sheath and gently pulled back. The sheath finally came back, but the physician had already injured the artery. Manual compression was applied for 10 minutes. Hemostasis was achieved. There was no hematoma. The pt was reported as fine.